Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited high thresholds and high impedance. Attempts to find better lead placement resulted in a pericardium perforation and pleural effusion. The lead was not implanted and the patient was placed in intensive care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.